Event description:
It was reported the hcp had difficulty accessing the center port for a pump refill. X-rays noted the pump had flipped. The radiologist was able to correct position of pump under fluoroscopic guidance and the refill was completed. The patient was scheduled for revision surgery prior to the next refill. No injury and no symptoms were reported. The drug in the pump was lioresal.